Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there were complications while extubating and attempting to wake the patient the day after their implant surgery; it was observed that the patient had a stroke. The patient stayed in the intensive care unit (ICU) for several days and was then transferred to a heart failure ward. The patient recovered and would undergo rehabilitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2022 revealed the patient's stroke was likely embolic. No diagnostic testing was performed to confirm the type of stroke. The patient experienced paresis in their right arm and cognitive deficits including neglect, aphasia and impaired memory. The patient was noted to have initially been on heparin post-implant and had been transitioned to warfarin at the time of the event. The stroke was treated with aspirin.